Event description:
Information received from french affiliate. The patient has worn other lenses successfully in the past. The patient was trial fit with acuvue oasys and on the sixth day of trial wear complained with pain, lacrimation, photophobia and red eye. The dr diagnosed a 1.8mm abscess 1.5mm from the limbus in the upper cornea. The patient was treatd with siloxan drops every hour. The visual acuity reportedly is unaffected. The dr reported the abscess as infectious. This event is reported as serious injury due to the report of an infectious abscess.

Manufacturer narrative:
Device labeling single use or reuse.